Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4),product type programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp) via clinical study, regarding a male patient receiving intrathecal dilaudid 2.0mg/ml at 0.1499mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. It was reported that the patient was experiencing urinary retention post-implant ((B)(6) 2014) and persistent until first follow-up visit. On (B)(6) 2014, the patient was given flomax 0.4mg per os daily. During an examination on (B)(6) 2014, the patient continued to have low urinary flow. It was noted that it was likely related to the implant procedure. The severity was noted as mild and not serious. The outcome was noted as ongoing with no further follow-up needed. If additional information is received this event will be updated.